Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that a left hip revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, tissue/bone destruction, pain, and metallosis. A review of invoice history confirms all surgery dates and suggests the stem remained implanted and all other components were removed and replaced during the revision procedure on (B)(6) 2013. There has been no reported revision procedure of the right side. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that a left hip revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated cocr levels, tissue/bone destruction, pain, and metallosis. A review of invoice history confirms all surgery dates and suggests the stem remained implanted and all other components were removed and replaced during the revision procedure on (B)(6) 2013. There has been no reported revision procedure of the right side. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to pain. Medical records further noted the loosening of the acetabular cup with no bone ingrowth present and the presence of clear serosanguineous fluid, osteolysis, metallosis and fibrous tissue. The modular head removed and replaced. The acetabular cup was removed and replaced with a competitor¿s cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14, ¿intraoperative or postoperative bone fracture and/or pain.¿ number 15, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2013-02895/02903).